Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Visual inspection of the returned component found that there was a hair on the outer edge of the lateral condyle. The device history records for the articular surface component were reviewed and no deviations/ anomalies were identified. This device is used for treatment. A product history search identified no other complaints for the reported part and lot combination. It cannot be determined with certainty when the hair fell into and or in what part of the sealed packaging. The sterile implant and instrument packaging operating procedure is in place to reduce the likelihood of hairs from being introduced into the packaging and was followed to package this device according to the device history file. The sterilization process for this device complies with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10(-6) or better. The manufacturing lot specified in this complaint was processed according to the sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the presence of a hair in the package would lead to any infections or other bio-incompatibility if the device had been used.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that during a procedure, a foreign material was found on the implant. Another device was used to complete the surgery.